Event description:
It was reported that the insulin pump alarmed an error when the customer inserted a battery. The buttons were unresponsive and the screen of the insulin pump looked foggy. The customer's blood glucose was unknown. The customer stated that they were working in the kitchen at the time of the alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that no unexpected error alarm noted during testing. The insulin pump passed the error test and self test. However, the device was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.